Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was damaged with exposed wires. Therefore, the reported condition was confirmed. It was determined that this was indicative of allowing the cord to come into contact with something sharp. The assignable root cause was determined to be due to misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the wires of the foot control device were ¿shear and exposed¿. The reported event did not occur during surgery. There were no delays to a scheduled surgical procedure as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. However, it was reported that the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.